Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/19/2025, a sales representative reported via (B)(4) that an ar-9938-11 wire cutter was broken. This occurred during a case there were no adverse affects on the patient.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the silicone inserters were removed and one of the jaws was broken off. Functional testing was not performed due to the damage to the device. The most likely cause can be attributed to user error due to excessive pressure used to cut the wire.